Event description:
The customer reported to olympus that during preparation for use they observed that the remote switches did not function. There were no reports of patient harm associated with this event. Follow up with the customer was performed and the following information obtained: the scheduled procedure was completed using a different scope. No patient impact. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign matter in the nozzle).

Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus and foreign matter was found in the nozzle. This complaint is most likely the result of foreign matter adhering between the cv side and the connector contact part temporarily, or the contact is poor due to liquid coverage. During testing and inspection, the following was also found: the customer¿s complaint (remote switches do not function) could be replicated, switch number 1 does not work due to damage on the pc board and switch number 2 does not work due to damage on the switch box. In addition, due to damage on up/down knob, water tightness is lost. Due to wear of angle wire, the play of uup/down knob is out of the standard value. Due to customer handling, part of the insertion tube is caught and pinched-the insertion tube becomes deformed. The adhesive on the bending over section has a crack. Due to clogging of the nozzle no air or water was fed to the device. Due to customer handling switch number 1 has a scratch. Due to damage due to physical stress, switch number 2 and the image guide protector has a scratch. Due to physical stress, the protector of universal cord on control section side has a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle flowing in and becoming clogged inside the air/water channel. Concerning the cause of foreign material flowed inside the channel, it was not possible to further presume the cause since the detailed information on the handling was not obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.